Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed in that it was positioned 6-millimeters (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). After release from the dcs, the valve dislodged, causing it to have a final implant position of 10 mm from both the ncc and lcc. Following dislodgement of the valve, an aortic dissection was identified. Subsequently, the patient was taken to urgent open-heart surgery. The transcatheter aortic valve was then explanted and a surgical aortic valve was implanted. Additionally, aorta replacement took place. Due to the dissection, the patient experienced chest pain. A 4-hour procedural delay occurred due to the dislodgement and aortic dissection. Per the physician, both the valve and dcs contributed to the valve dislodgement and aortic dissection.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a ; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.